Manufacturer narrative:
Exact date unknown, event occurred several months ago from the aware date.

Event description:
It was reported that the patient was unable to charge the ipg despite of troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.